Event description:
Cornea irritation. Hearing the renu alert this morning explained a number of eye complications I have been having for the last few months. I have been using this product and have experienced eye irritation, dryness, pus, redness, swollen eyelids, and light sensitivity. My doctor couldn't believe how I was having problems with my lens and was replacing them every few days to a week when they were supposed to be wearable for at least 2 weeks. I had recently queried her about putting a darker tint on my car because of light sensitivity, also. She examined my eyes today because of this alert and I have scratched corneas. She was also called today and told to throw out her renu.